Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's ipg site ulcerated and required a revision. Afterwards, the patient was using the device with effective pain relief but the ipg site ulcerated again and led to an infection. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event. The patient is looking forward to being re-implanted in the future.